Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer received questionable elecsys tsh assay results for an unknown number of patient samples. During a regular health check of men between 18 and 21 years of age who were applying to the (B)(6) school, almost 40% of all samples show elevated values. Specific data was provided for one sample that gave different results over three days. On (B)(6) 2016, the result was 9.70 uiu/ml. On (B)(6) 2016, the result was 3.41 uiu/ml. On (B)(6) 2016, the result was 4.77 uiu/ml. The erroneous results were reported outside the laboratory. Because of the results, most of the participants could not get into the (B)(6) school. The patients were not adversely affected. The analyzer was checked and the measuring cell was changed. Afterward, the results were the same. No specific data was provided. The testing was repeated at another site on a cobas 8000 analyzer and the results were the same. No specific data was provided. The reagent lot number was 137811. The expiration date was requested, but was not provided.

Manufacturer narrative:
Additional information was provided that the results from (B)(6) 2016 and (B)(6) 2016 were from separate samples. These two samples were submitted for investigation. No interfering factor was found and the customer's results could be reproduced. Based on these results, no product problem could be found. An elevated tsh result (<10 iu/ml) is plausible for the patient as there was a stress-related situation (applying to police school).